Manufacturer narrative:
(B)(4).

Event description:
It was reported that nondependent patient presented in the hospital for a vascular procedure. Episodes of non-sustained rv oversensing were noted. Atrial p acing was detected on the ventricular channel (crosstalk) followed by the vs event. Nsrvo episode and the crosstalk were reproducible in clinic. Programming changes were recommended. No further information is available.